Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports the patient is a (B)(6) male with primary diagnosis of optic neuritis. The patient was undergoing his 3rd pheresis treatment in the apheresis clinic on (B)(6) 2013. The ij catheter was accessed with excellent blood return and flow rates. Several minutes into the procedure the patient stated that he felt fluid running down his back. The catheter was inspected. It was discovered that the flexible portion of the catheter had separated from the hub. The hub was sutured to the patient's neck. The catheter was moving in and out of the patient's neck with his respiration and there was significant bleeding from the insertion site. The catheter was stabilized by hand and held in position to prevent it from migrating into the vessel. A physician removed the catheter and ordered ns fluid bolus to be given. Fluids were run through a 22g piv in the right hand. Pressure was held for 15 minutes at the catheter removal site. An 18g piv was inserted in the patient's right medial ac for any additional fluid boluses or medications. The patient continued to cough and complain of pain in his neck area as well as shortness of breath. The patient began to stabilize after the catheter removal.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.